Event description:
Caller reported a malfunction on the pump with a specific error, malfunction code 16. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted in resetting the pump, but the issue recurred, leading to the decision to replace the pump. The customer was informed about the replacement, instructed on backup insulin therapy, and advised on steps to return the malfunctioning pump. Training for the replacement pump would be available in their tandem source account.